Event description:
It was reported, during an unspecified procedure. The subject device malfunctioned and presented with a communication error. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The investigation also found, that the device image was flickering. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The most probable cause of the complaint is traced to component failure. Which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations, that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and presented with a communication error. There was no report of patient harm.